Event description:
It was reported the insulin pump had alarmed motor error. Customer's blood glucose was 250 mg/dl. The insulin pump is being returned for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The device had minor scratches on the display window and cracked battery tube threads and belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.